Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: litigation alleges that patient has experienced a crunching feeling when he squats down and occasional pain during exertion. Additionally, it is alleged that patient has excessive levels of chromium and cobalt. Litigation alleges that patient has experienced a crunching feeling when he squats down and occasional pain during exertion. Additionally, it is alleged that patient has excessive levels of chromium and cobalt. **update** 11/09/2011 litigation was received. There is no new information that would change the outcome of the investigation. **update** 11/29/2011 plaintiffs preliminary disclosure (ppd) form and implant record sticker sheet received which identified the date of implant. There was no new information that would change the outcome of the investigation. Complaint file updated, follow-up mdrs filed and ppd attached to file. Doi: (B)(6) 2006 dor: none reported (left hip) **update** 11/09/2011 litigation was received. There is no new information that would change the outcome of the investigation. **update** 11/29/2011 plaintiffs preliminary disclosure (ppd) form and implant record sticker sheet received which identified the date of implant. There was no new information that would change the outcome of the investigation. Complaint file updated, follow-up mdrs filed and ppd attached to file. Update - 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the metal ion levels provided are at reportable levels. Updated the cup/head and added sleeve/stem. The complaint was updated on: 10/13/2016.